Manufacturer narrative:
A ge service representative performed an onsite investigation. The vcsi video pcb assembly was evaluated and replaced. The associated system software and calibrations were also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was unable to be viewed due to significant artifacts in the image. No pt death or serious injury was reported related to this event.